Event description:
It was reported the patient had painful heating at the ipg site when the stimulation was turned on. When charging, the heating sensation was mild. Follow up identified the sjm representative had tried reprogramming to include a cycling program as well as changing the settings. The issue could not be resolved. It was reported the patient does not use the system due to the issue. Further follow up identified the physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.